Event description:
It was reported that bd ext set smallbore .2mf ped filter leaked. The following information was provided by the initial reporter: filter leaking from infusing site.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported leaking filters, and returned 3 used sets of material 10011865, lot 23039022. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The sets were then tested by infusing water from a 10 ml bd syringe, and the leak was verified in all three. The sets were then tested at 10 psi with the slide clamp engaged (downstream from filter) to a bubble test. The sets were submerged in water, and all three let air escape from the filter vent as expected. This means the filters are functioning properly, according to procedure from filter supplier. The root cause of the filter could not be verified as a quality or manufacturing issue. The filter supplier reports the potential issue is the drugs/solution infused by the end user. Device history record review for model 10011865 lot number 23039022 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.